Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that during the procedure, when crossing the lesion, the balance middleweight (bmw) universal guide wire unraveled inside the patient. It was managed to be pulled out and another unspecified guide wire was used to complete the procedure. There were no adverse patient effects reported. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils were confirmed. The reported tip break was not confirmed but noted to be a separation of the shaping ribbon. The additional noted damage to the teflon coating and core may have been caused by anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that interaction with the anatomical conditions during the procedure caused the coils to stretch and the shaping ribbon to appear as a break. Manipulation during retraction resulted in the shaping ribbon separation, stretched coils, scratched teflon and noted damage to both the shaping ribbon and core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.